Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: d284drg implantable cardioverter defibrillator (ICD) 2010 (B)(6). (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as t wave oversensing and oversensing due to lead noise. The right ventricular (rv) lead remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.